Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section g. Box 3. Report source. Evaluation of the returned ruby coil revealed offset coil winds throughout the embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. These offset coil winds likely contributed to the resistance while advancing the device through the hub of the microcatheter during the procedure and functional testing. During functional testing, the ruby coil was unable to advance through a demonstration velocity or the returned velocity due to the offset coil winds. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using ruby coils, and a velocity delivery microcatheter (velocity). During the procedure, the physician was unable to advance a ruby coil past the proximal end of the velocity, and experienced resistance. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil, pod coil, and the same velocity. There was no report of an adverse effect to the patient.